Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) verified station was on and functioning, checked the station function and there were no issues. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shutting off automatically and it was a reoccurring issue. The customer attempted troubleshooting by rebooting the station, unplugging and plugging in the power cable; however, the problem persisted.however, there were no delay or adverse events or injuries reported based on this event.